Event description:
Md tried to test patient's bg and the meter read "not ok." Patient was sent to the ER where their bg was "normal" and was not treated in the ER. Customer service was unable to resolve the issue, and sent md a new meter. Unknown if md reported information to the FDA.